Manufacturer narrative:
Reporting address line 1: (B)(6).

Event description:
It was reported that the ventilator would not go into standby mode while in use. Reportedly, the shutdown key was then used and the unit still did not respond. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer (se) inspected and tested the device. No issue was found. The device was returned to use.